Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, it was noted that white biological deposit on the lens - lecog like variable intensity, sometime required a yag anterior capsulotomy. Additional information was received stating patient was healthy and no other problems.

Manufacturer narrative:
Eight slit lamp images were provided and reviewed along with one image of the intraocular lens information card. The images were reported to have been taken at two months postoperative and show a dilated eye at various magnifications and lighting. Cellular growth in present in each of the images showing what appears to be a feathery layer of cells primarily around the periphery of the capsulorhexis consistent with lens epithelial cell on growth. The root cause for the reported complaint could not be determined. The manufacturer internal reference number is: (B)(4).